Manufacturer narrative:
A steris account manager went onsite and spoke with the user facility personnel regarding the reported event. User facility personnel stated that an employee went to activate the bi and found that the foil seal that retains the bi media was damaged and that no media remained. Due to the damage sustained to the foil seal prior to use, the liquid media inside the bi was removed during the vacuum pull phase of the sterilization cycle. The process challenge device for dynamic air removal instructions for use (pg. 1) states, "instructions for use: before use, examine the pcd to ensure that the foil and seal are intact. Examine the integrator through the plastic, to ensure the pcd has not been used previously." A steris service technician arrived onsite following the reported event, inspected the century sterilizer, and found it to be operating according to specification; no repairs were required. Retain testing was performed on the bi lot number subject of the reported event; no issues were noted. The DHR was reviewed and no abnormalities were found. While onsite, the steris account manager was able to perform in-service training on proper use of the biological indicator specifically inspecting the foil seal before use. No additional issues have been reported.

Event description:
The user facility reported a dry biological indicator (bi) following a processing cycle during a patient procedure. The instruments were reprocessed prior to use causing a procedure delay. No report of injury.